Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures and software error detected. The customer¿s blood glucose level was 290 mg/dl. The customer states that they were assisted with self test but self test did not pass. Troubleshooting was performed. The product will not be returned for analysis.